Manufacturer narrative:
The device was evaluated and found to have a broken display and battery compartment and a defective file clip (loose connection). With the damage found, it is likely the device was dropped.

Event description:
In this event it was reported that a raypex 6 apex locator provided incorrect measurements; no injury resulted.